Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with a 16 mm amplatzer septal occluder is 7f delivery sheath.

Event description:
N/a.

Event description:
It was reported that on 08 may 2025, a 16mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation. The device was retrieved and replaced with a new 17mm amplatzer septal occluder. The deformed device was never released from the delivery cable while inside the patient. The second device was successfully released without any deformation. The anatomy was normal. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged and there was no adverse consequence reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.